Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the physician noted a kink in the left ventricular lead, the stylet could not be inserted during attempted implant. The lead was removed and replaced.